Manufacturer narrative:
(B)(4). Date sent: 4/14/2016. Information was not provided by the contact. Batch # = (B)(4). The analysis results for the el5ml device found that it was returned with the shaft broken and the tissue stop not returned. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device stopped firing after firing the second clip. Unknown how the procedure was completed. There was no patient consequence.